Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The investigation found that the device alarmed and exhibited error code 1720. Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that an issue with the back-up capacitor was the cause of the reported issue. The back-up capacitor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that during pre-test, a smiths medical cadd legacy pump exhibited lec 1720. No patient was involved in this event. No adverse effects were reported.